Event description:
The user facility reported that on (B)(6) during the percutaneous coronary intervention (pci), the first puncture using a puncture needle 18g failed with no backflow of blood. The second puncture was successfully. The procedure was completed around 8 p.m., and hemostasis was successfully achieved without any problems using the angio-seal 8fr. Four hours later, around midnight, the patient was released from rest in bed and the patient condition remained stable for a while. On the night of (B)(6), the patient complained of a swollen leg and the physician found that there was no external bleeding, but the puncture site was significantly swollen. The swelling was so severe that ultrasound guided compression failed. The patient was transferred to a catheterization laboratory and hemostasis was achieved by applying high pressure for an hour using a 7 mm diameter balloon via trans ankle intervention (tai). The patient was placed under observation, and dual antiplatelet therapy (dapt) (aspirin, prasugrel) was temporarily suspended, and only direct oral anticoagulants (doac) (thrombin inhibitor) was continued. On (B)(6), the leg swelled significantly again. Therefore, it was decided to perform surgical treatment by vascular surgery. The surgery was performed using an r2p slenguide and an r2p metacross 7 mm. To block blood flow. The punctured vessel was confirmed to be clear despite the multiple punctures. The collagen was successfully removed from the patient and the surgery was completed successfully. As of 3 p.m. On (B)(6), the patient has recovered and was able to ambulate, and will be discharged from the hospital within the next few days. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7.5 mm. Multiple puncture: twice. Primary disease: angina pectoris. The health damage was serious; however, the patient has recovered. The estimated blood loss was less than 250cc. There was retroperitoneal bleeding/internal bleeding, size unknown, and a hematoma was present. The physician stated that although multiple punctures were performed, he did not believe that this was the cause of the event.

Manufacturer narrative:
Patient identifier: not available due to hospital policy. Age & date of birth: not available due to hospital policy. Patient sex: not available due to hospital policy. Weight: not available due to hospital policy. Ethnicity: not available due to hospital policy. Race: not available due to hospital policy. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. As the device was not available for evaluation, no issue with the angio-seal device was able to be confirmed. Based on the available information, the likely cause of the reported issue was determined to have been device misuse. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).